Event description:
The customer reported the system was releasing uncommanded x-rays. This occurred during a pt exam with pt involvement. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.